Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers stylus pen was not working. It was further noted that the stylus would not calibrate. The device has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus did not work and could not be calibrated. It was further noted that the power cord bay assembly door, the media bay and both replacement handle covers were damaged, and the lower case feet were worn. The connection was reseated between overlay and xy board and the stylus was calibrated. The hard drive was reconfigured, reloaded, and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.